Event description:
It was reported that during an inflatable penile prosthesis (ipp) procedure, the urethra was perforated. The surgery was cancelled and it will be performed once the patient heals.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) procedure, the urethra was perforated. The surgery was cancelled and it will be performed once the patient heals.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.